Event description:
Customer states they are getting unexpected reactions when testing donor samples with anti-fyb, lot 613005. Customer received discrepant results on four donor samples with anti-fyb. The four donor samples resulted negative upon initial testing with anti-fyb, repeat testing resulted positive.

Manufacturer narrative:
Confirmed the reactivity of anti-fyb, lots 613004, 613005, 613006 and 613008 by testing the antisera with four fy(a+b+) and four fy(b-) reagent red cells from retention panocell-20. Performed hemagglutination tests with customer submitted samples 1 and 2 with retention anti-fyb, lots 613004, 613005, 613006 and 613008. Controls performed as expected. The samples exhibited positive reactivity (2+) with all anti-fyb antisera. Performed capture-r crossmatched assay with submitted samples 1 and 2 on in house echo with retention capture-r select, lot sc0149, with the same lots of anti-fyb tested in hemagglutination tests. Controls performed as expected and the submitted samples exhibited positive reactivity(4+) consistent with the results of tube hemagglutination test.